Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event involving a 20 cm (8") pur smallbore ext set w/3-port nanoclave manifold, check valve, nanoclave, rotating luer reported that while attempting to connect the adapted tubing to the manifold in question, the valve component broke, allowing air to enter the circuit. The procedure was routine, with no force or strain applied to the connectors. Immediate clamping of the central venous catheter (cvc), replacement of the entire line. There was patient involvement and no harm/adverse event reported.